Event description:
It was initially reported by the physician that the patient died during changeout of device with lead replacement. Original implant occurred 2.5 years previous when patient suffered cardiac arrest during colon resection surgery. Reported that appears the 6949 lead went through the tricuspid valve at the original implant and "that it then resulted in valve being pinned to heart wall." The physician "feels that this eventually contributed to death of patient." Additional information received from medical examiner reports that while doing autopsy, noted "foreign body on retained and capped sprint fidelis lead." Further reports the patient had received inappropriate shocks and lead had been capped with suspected fracture. Additional information from medical examiner reported likely cause of death was complications following lead replacement.

Event description:
It was initially reported by the physician that the patient died during changeout of device with lead replacement. Original implant occurred 2.5 years previous when patient suffered cardiac arrest during colon resection surgery. Reported that appears the 6949 lead went through the tricuspid valve at the original implant and "that it then resulted in valve being pinned to heart wall." The physician "feels that this eventually contributed to death of patient." Additional information received from medical examiner reports that while doing autopsy, noted "foreign body on retained and capped sprint fidelis lead." Further reports the patient had received inappropriate shocks and lead had been capped with suspected fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Additional information from medical examiner reported likely cause of death was complications following lead replacement. Foreign body on retained and capped lead referred to on autopsy was later described as plastic tube that helped pass lead in original implant in 2007. Medical examiner reported tube perforated a tricuspid valve leaflet and pinned leaflet against scar tissue on endocardium. Lead continued to pass through leaflet to it's implant site. Patient had echocardiogram at some time after this that showed mild tricuspid regurgitation that patient lived with without any reported problems. Also reported that oversensing occurred as result of fracture. Medical examiner reported lead was fractured right at site of the tube. Corrected dod reported as (B) (6) 2009. Additional information from medical examiner reported patient had chronic inflammation around conduction system. "The inflammation/myocarditis suggests foreign body presence." Further reports it was during or shortly after surgery to replace lead that patient was deprived of oxygen that caused brain injury and left her in comatose state. She died in hospice as result of this anoxic brain injury.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death has been requested and not received.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information received, supplemental report will be submitted. Foreign body on retained and capped lead referred to on autopsy was later described as plastic tube that helped pass lead in original implant in 2007. Medical examiner reported tube perforated a tricuspid valve leaflet and pinned leaflet against scar tissue on endocardium. Lead continued to pass through leaflet to it's implant site. Patient had echocardiogram at some time after this that showed mild tricuspid regurgitation that patient lived with without any reported problems. Also reported oversensing occurred as result of fracture. Medical examiner reported lead was fractured right at site of the tube. Dod reported as (B) (6) 2009. Additional information from medical examiner reported patient had chronic inflammation around conduction system. "The inflammation/myocarditis suggests foreign body presence." Further reports it was during or shortly after surgery to replace lead that patient was deprived of oxygen that caused brain injury and left her in comatose state. She died in hospice as result of this anoxic brain injury. Additional information received from the hospital medical records. Per the operative report ((B) (6) 2007) patient underwent successful single chamber ICD implantation. There were no issues reported during the rv lead implant and "the patient made an uneventful hemodynamic, neurologic and vascular recovery." Analysis summary (B) (4) distal conductor fractured. Full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information received, supplemental report will be submitted. Foreign body on retained and capped lead referred to on autopsy was later described as plastic tube that helped pass lead in original implant in 2007. Medical examiner reported tube perforated a tricuspid valve leaflet and pinned leaflet against scar tissue on endocardium. Lead continued to pass through leaflet to it's implant site. Patient had echocardiogram at some time after this that showed mild tricuspid regurgitation that patient lived with without any reported problems. Also reported oversensing occurred as result of fracture. Medical examiner reported lead was fractured right at site of the tube. Corrected dod reported as (B) (6) 2009. Additional information from medical examiner reported patient had chronic inflammation around conduction system. "The inflammation/myocarditis suggests foreign body presence." Further reports it was during or shortly after surgery to replace lead that patient was deprived of oxygen that caused brain injury and left her in comatose state. She died in hospice as result of this anoxic brain injury. Additional information received from the hospital medical records. Per the operative report ((B) (6) 2007) patient underwent successful single chamber ICD implantation. There were no issues reported during the rv lead implant and "the patient made an uneventful hemodynamic, neurologic and vascular recovery." Analysis summary (B) (4) distal conductor fractured. Full lead in segments returned and analyzed. (B) (4) full lead in segments

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information from medical examiner reported likely cause of death was complications following lead replacement. Foreign body on retained and capped lead referred to on autopsy was later described as plastic tube that helped pass lead in original implant in 2007. Medical examiner reported tube perforated a tricuspid valve leaflet and pinned leaflet against scar tissue on endocardium. Lead continued to pass through leaflet to it's implant site. Patient had echocardiogram at some time after this that showed mild tricuspid regurgitation that patient lived with without any reported problems. Also reported that oversensing occurred as result of fracture. Medical examiner reported lead was fractured right at site of the tube. Corrected dod reported as (B) (6) 2009. Additional information from medical examiner reported patient had chronic inflammation around conduction system. "The inflammation/myocarditis suggests foreign body presence." Further reports it was during or shortly after surgery to replace lead that patient was deprived of oxygen that caused brain injury and left her in comatose state. She died in hospice as result of this anoxic brain injury. Analysis summary: (B) (4) distal conductor fractured. Full lead in segments returned and analyzed.

Event description:
(B) (4)

Event description:
(B) (4)

Event description:
It was reported by the physician that the patient died during changeout of device with lead replacement. Reported that appears the 6949 lead went through the tricuspid valve at the original implant and "that it then resulted in valve being pinned to heart wall." The physician "feels that this eventually contributed to death of patient." Additional information received from medical examiner reports that while doing autopsy, noted "foreign body on retained and capped sprint fidelis lead." Further reports the patient had received inappropriate shocks and lead had been capped with suspected fracture. The cause of death has been requested and not received.

Event description:
It was reported by the physician that the patient died during changeout of device with lead replacement. Reported that appears the 6949 lead went through the tricuspid valve at the original implant and "that it then resulted in valve being pinned to heart wall." The physician "feels that this eventually contributed to death of patient." Additional information received from medical examiner reports that while doing autopsy, noted "foreign body on retained and capped sprint fidelis lead." Further reports, the patient had received inappropriate shocks and lead had been capped with suspected fracture. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death has been requested and not received. Additional information from the medical examiner reported the likely cause of death was complications following lead replacement. The foreign body on the retained and capped lead referred to on autopsy was later described as the plastic tube that helped pass the lead in the original implant in 2007. Medical examiner reported the tube perforated a tricuspid valve leaflet and pinned the leaflet against scar tissue on the endocardium. The lead continued to pass through the leaflet to it's implant site. The patient had an echocardiogram at some time after this that showed mild tricuspid regurgitation that the patient lived with without any reported problems. Also reported that oversensing had occurred as result of lead fracture. Corrected date of death reported as 2009.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information received, supplemental report will be submitted. Foreign body on retained and capped lead referred to on autopsy was later described as plastic tube that helped pass lead in original implant in 2007. Medical examiner reported tube perforated a tricuspid valve leaflet and pinned leaflet against scar tissue on endocardium. Lead continued to pass through leaflet to it's implant site. Patient had echocardiogram at some time after this that showed mild tricuspid regurgitation that patient lived with without any reported problems. Also reported oversensing occurred as result of fracture. Medical examiner reported lead was fractured right at site of the tube. Corrected dod reported as (B) (6) 2009. Additional information from medical examiner reported patient had chronic inflammation around conduction system. "The inflammation/myocarditis suggests foreign body presence." Further reports it was during or shortly after surgery to replace lead that patient was deprived of oxygen that caused brain injury and left her in comatose state. She died in hospice as result of this anoxic brain injury. Additional information received from the hospital medical records. Per the operative report (B) (6) 2007 patient underwent successful single chamber ICD implantation. There were no issues reported during the rv lead implant and "the patient made an uneventful hemodynamic, neurologic and vascular recovery." Analysis summary (B) (4) distal conductor fractured. Full lead in segments returned and analyzed.